Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred and the customer reverted to manual injections. The customer's blood glucose level was 300mg/dl. Reportedly, the pump supplies had been in use for 4 days and the customer only rotates their infusion set sites around their abdomen which has scar tissue. Tandem technical support advised the customer to change supplies every 48 hours to stay within labeling of supplies and to speak with a healthcare provider regarding infusion set site selection and rotation. Reportedly, the customer resumed pump therapy and practice more frequent infusion set site changes.